Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept going to into threshold suspend when their blood glucose level was not low. Customer's blood glucose level was 165 mg/dl but her sensor glucose reading was 70 mg/dl. The sensor and blood glucose level difference was not with in an acceptable range. Insulin delivery was suspended due to sensor glucose values. The device was not returned.